Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was mildly calcified and moderately tortuous. Post deployment of a xience prime stent, a distal edge dissection was observed. A xience v was implanted as treatment but another dissection was noted. Finally, another xience v was implanted as final treatment, completing the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience v stent is filed under a separate medwatch report number.